Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis- lumbar disc herniation procedure- micro endoscopic discectomy levels implanted- l4-5 it was reported that intra-operatively, flex arm could not be fixed. There were no patient complications as a result of this event.